Event description:
Patient was receiving a 5fu pump (cadd legacy plus through infusystem). Pump stopped working after 95.7/138ml were infused error message #1870. After pt called infusystem they told him to turn off the pump and come into infusion center to get a new pump to infuse the remaining 42ml of his chemotherapy. When patient came into infusion center, we tried flushing the line and rehooking up pump with same resulting error message. His treatment was effectively delayed for 12 hours. FDA safety report ID# (B)(4).